Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of incision wasn't enough to implant the intraocular lens (iol) and lens was damaged. There was no patient contact and no patient harm. The surgery was completed with the backup lens. Additional information has been requested.